Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). It was noted that the device seems to be working appropriately despite the leakage increase. A replacement surgery was booked; however, it has not been performed yet. There were no further patient complications.